Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they had a display anomaly. There was a big black block in the middle of the insulin pump¿s screen. The insulin pump had not been dropped or bumped. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.